Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Failure event observed during analysis. Final analysis found external abrasion at 24.3 ¿ 24.6 cm and 25.9 ¿ 26.1 cm from the connector pin distal to suture tie impression consistent with lead friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.